Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine stated it was in disconnected mode and continued to do so after a reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) found that the issue was likely internal to hospital network due to construction projects. Then the director of pharmacy confirmed that station was communicating. Further the fse was unable to inspect equipment due to ongoing procedure. The system functioned as intended after the customer resolved the issue.